Manufacturer narrative:
This supplemental report was created to update the entry in h6: impact code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to possible infection. Reportedly, the patient developed seroma over xyphoid and was treated with antibiotics. Onset of swelling at xyphoid occurred again post treatment with antibiotics. There were no additional adverse patient effects reported. The s-ICD was explanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to possible infection. Reportedly, the patient developed seroma over xyphoid and was treated with antibiotics. Onset of swelling at xyphoid occurred again post treatment with antibiotics. There were no additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.